Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic egd with gastric polypectomy. The resolution clip device did grasp the tissue at the polypectomy site in the stomach. The clip would not release from the catheter to complete the deployment. The physician pulled the clip off of the site. The patient was kept overnight for observation. The patient did not sustain any reported complications or additional ltrauma to the bleed site as a result to the deployment issue. The patient condition is noted as 'good'.